Event description:
It was reported that during initial vns implant surgery, the pt experienced two 5-10 second asystole events during one intraoperative system diagnostic test. The diagnostic test result revealed normal device function. The patient's heart rhythm recovered spontaneously without medical intervention. The pt was given robinul pre-operatively which is known to block cardiac vagal inhibitory reflexes during induction of anesthesia and intubation. There were no pre-existing cardiac issues documented. It is not clear if the surgeon felt that the event was caused strictly by the system diagnostic test or if the robinul contributed to the event. The device was implanted as planned.